Event description:
The report received initially from the (B)(4) study indicated that a patient died approximately (B)(6) weeks after the index procedure from a gi bleed. Minutes received subsequently from the study's clinical events committee indicate that the patient experienced a cerebrovascular accident and sub acute stent thrombosis 5 days after discharge from the index procedure and that the etiology of the patient's death was neurologic. Review of the death certificate by the committee also indicated that a myocardial infarction was a contributing factor of the death. Per the report, five days after the index, the patient was found on the floor by family members. He had hematemesis and melenic stool. He had (B)(6) stools upon presentation to the emergency department. He complained of epigastric pain and increased frequency of diarrhea over the last few days. Initial laboratory studies showed a hemoglobin of 10.1 gm/dl and a hematocrit of 29.5%. Upon admission, the anti-platelet therapy was discontinued. Admission laboratory results also revealed metabolic acidosis with an anion of 14meq/l, bloodglucose of 283 mg/dl, and potassium of 6.9 meq/l. According to the discharge summary, the initial cardiac enzymes were normal. Although on serial cardiac isoenzymes he did rule in for a myocardial infarction. The ck peaked on (B)(6) 2010 at 202 (nl 195, ratio 1.03). All subsequent ck values were below the uln. The discharge summary noted that the ckmb peaked at 10.9 (uln unavailable) and the troponin I peaked at 4.09 (uln not available). The cardiac consultation reported noted that the ECG showed sinus rhythm with nonspecific st-t changes and a possible inferior wall mi of indeterminate age. On the following day, an egd showed two gastric ulcers, one was 1.5 cm and the other 7 mm as noted on the discharge summary. On the same day the patient developed significant left hemiparesis and mental status changes.

Manufacturer narrative:
On (B)(6) 2010, he underwent the index procedure with delivery of the angioguard, pre-dilatation and placement of one precise pro rx stent in the ostium of the right ica. The site reported a 20% final residual stenosis with no dissection. The post-procedure nih stroke scale score was 0 with a rankin stroke scale score of 0. The site reported no maes and the patient was discharged on (B)(6) 2010, on asa and clopidogrel. Approximately (B)(6) days after the index procedure, (B)(6) 2010, the patient was found on the floor by family members. He had hematemesis and melenic stool. He had grossly hemoccult positive stools upon presentation to the emergency department. He complained of epigastric pain and increased frequency of diarrhea over the last few days. Upon admission, anti-platelet therapy was discontinued. An egd on (B)(6) 2010, showed two gastric ulcers, one was 1.5 cm and the other 7 mm. At the onset of symptoms he had been off the clopidogrel for 24 hours. On (B)(6) 2010, the neurological consultation report noted that his speech was dysarthric, but fluent. Left hemianopsia was present. A left gaze preference was present at times. Sensation to the left side was diminished to pinprick and to light touch. Left facial droop was present. No nih or rankin stroke scale scores were performed. MRI on (B)(6) 2010, revealed numerous punctuate foci of acute infarction involving the right cerebral hemisphere, multiple small emboli and a chronic left parietal lobe infarction as noted on the vascular consultation report. A carotid duplex ultrasound on (B)(6) 2010, showed a complete occlusion of the right internal carotid artery and stent. Due to the findings on the carotid duplex scan, the asa and clopidogrel were restarted. However, once the anti-platelet therapy was reinstituted he began to bleed again. A repeat egd on (B)(6) 2010, showed large clots and retained blood in the stomach and duodenum, 1 cm ulcer in the proximal stomach, and a 4-5 mm visible vessel without active bleeding adjacent to the ulcer. Two endo clips were placed and the dual anti-platelet therapy was discontinued. Once again off the anti-platelet therapy the patient's neurological status began to deteriorate. A head CT on (B)(6) 2010, showed evolution of the acute infarct in the distribution of the right middle cerebral artery. He was being treated with blood products, pressors, a pantoprazole infusion, and IV fluids with the hope that he would stabilize neurologically and undergo intervention of the known left internal carotid stenosis. The vascular consultation report noted there was no surgical intervention available for the acute right occlusion. However, his neurological status continued to deteriorate. The discharge summary noted that there was a discussion with the family regarding the large stroke and acute myocardial infarction, which neither could be treated due to the gi bleed. Due to the neurological deficits, the family withdrew care and palliate care was initiated. On (B)(6) 2010, the patient expired. The discharge summary noted that the cause of death was an acute stroke and also contributing to the death was an acute myocardial infarction and active upper gastro intestinal bleed. The death certificate identifies the immediate cause of death as an acute stroke due to or as a consequence of critical carotid stenosis; other significant conditions included gi bleeding and coronary artery disease. No autopsy was performed. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between the stent placed in the carotid artery and the reported mi. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The fact that the patient was taken off of his anti-platelet medications due to his gi bleed may have contributed to the reported events.

Manufacturer narrative:
At the onset of symptoms he had been off the clopidogrel for 24 hours. The neurological consultation report noted on the same day indicated that his speech was dysarthic, but fluent. Left hemianopsia was present. A left gaze preference was present at times. Sensation to the left side was diminished to pinprick and to light touch. Left facial droop was present. No nih or rankin stroke scale scores were performed. MRI on the same day revealed numerous punctuate foci of acute infarction involving the right cerebral hemisphere, multiple small emboli and a chronic left parietal lobe infarction as noted on the vascular consultation report. A carotid duplex ultrasound also on the same day showed a complete occlusion of the right internal carotid artery and stent. Due to the findings on the carotid duplex scan, the asa and clopidogrel were restarted. However, once the anti-platelet therapy was reinstituted he began to bleed again. A repeat egd two days later showed large clots and retained blood in the stomach and duodenum, 1 cm ulcer in the proximal stomach, and a 4-5 mm visible vessel without active bleeding adjacent to the ulcer. Two endo clips were placed and the dual anti-platelet therapy was discontinued. Off the anti-platelet therapy the patient's neurological status began to deteriorate. A head CT on the same day showed evolution of the acute infarct in the distribution of the right middle cerebral artery. He was being treated with blood products, pressors, a pantoprazole infusion, and IV fluids with the hope that he would stabilize neurologically and undergo intervention of the known left internal carotid stenosis. The vascular consultation report noted there was no surgical intervention available for the acute right occlusion. However, his neurological status continued to deteriorate. The discharge summary noted that there was a discussion with the family regarding the large stroke and acute myocardial infarction, which neither could be treated due to the gi bleed. Due to the neurological deficits, the family withdrew care and palliate care was initiated. Six days later, the patient expired. The discharge summary noted that the cause of death was an acute stroke and also contributing to the death was an acute myocardial infarction and active upper gastro intestinal bleed. The death certificate identifies the immediate cause of death as an acute stroke due to or as a consequence of critical carotid stenosis; other significant conditions included gi bleeding and coronary artery disease. No autopsy was performed. During the index procedure, pta was performed on a 95% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 5.0mm vessel diameter. The arch ii lesion was eccentric with mild vessel tortuosity. A 6mm medium support angioguard embolic protection device was deployed and a the lesion pre-dilated before an 8x30mm precise pro rx stent was deployed. The residual diameter stenosis measured 20%. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any major adverse events. Concomitant medications: intra-procedure medications included heparin. Aspirin was administered pre and post-procedure. Clopidogrel was administered post-procedure. Concomitant devices: angioguard rx, catalog number 601814rmc and lot number 70610512. Please note that this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.